Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- waking up with particles in the roof of their mouth. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of indeterminate brown particles found on inside of top enclosure, indeterminate fine white powdery contaminant found on/in blower and within blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-200. The manufacturer concludes there was evidence of a white powdery contaminant the air-path, which is likely of external original and not consistent with originating from a device failure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058